Manufacturer narrative:
Please see section b5 containing additional information.

Event description:
The patient reported that starting from (B)(6) 2025 they have experienced inflammation with pod site infections. The pod infusion site was described to be red, painful, warm, with pus drainage, inflamed, and repeated medical evaluation. The patient has been prescribed systemic antibiotics and has follow-up visits. Medical attention was sought and the general practitioner (gp) prescribed flucloxacilline 500mg 4 pills a day for 10 days. Prescribed antibiotics is an ongoing issue with ongoing treatment. The patient further stated that in addition to antibiotics, several times the gp punctured the infusion site with a needle to allow for the site to discharge. There was no other treatment or diagnosis provided. Insulin therapy was resumed as a new pod was applied. Additional information was received on may 19, reporting that the pod site used at the time of the event was on their arm. The patient reported that they had an appointment with their healthcare provider (hcp) on may 14, and during the appointment the hcp advised the patient to wear the pods on their abdomen instead of their arm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that starting from september to october 2025 they have experienced inflammation with pod site infections. The pod infusion site was described to be red, painful, warm, with pus drainage, inflamed, and repeated medical evaluation. The patient has been prescribed systemic antibiotics and has follow-up visits. Medical attention was sought and the general practitioner (gp) prescribed flucloxacilline 500mg 4 pills a day for 10 days. Prescribed antibiotics is an ongoing issue with ongoing treatment. The patient further stated that in addition to antibiotics, several times the gp punctured the infusion site with a needle to allow for the site to discharge. There was no other treatment or diagnosis provided. Insulin therapy was resumed as a new pod was applied.

Manufacturer narrative:
Please see section d4 lot number, serial number, expiration date, and UDI.